Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not powering on. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is not powering on. It was not charging. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated arrivedat the site and noticed some physical damage to the power cable. After replacing the ac power cord reel, fse performed a full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit customer.

Event description:
N/a.